Manufacturer narrative:
The subject device was returned to olympus for eval. The loop was caught between the hook and the coil sheath. The hook had no abnormalities. The mfg records for this lot number indicated no abnormalities related to the reported phenomenon. Judging from these results, the reported phenomenon occurred most likely by the following mechanism. The loop was released inside the tube sheath, the tube sheath was pulled towards the operator while the hook was extended from the distal end of the coil sheath. The pulling of the tube sheath caused the loop to move with the distal end of the tube sheath toward the coil sheath. Subsequently, the loop entered the coil sheath. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When the physician tried to release the loop after the ligation of the polyp, the loop could not be released due to the jammed handle of the subject device. The physician cut the sheath near the handle and removed the scope from the pt. The physician inserted the scope again, cut the polyp below the ligation and removed the subject device.